Event description:
Product: medex inc. 18g 1 1/4" protective plus IV catheter. Needle does not fully retract, fell from catheter resulting in contaminated needle skin puncture of health care provider named.